Event description:
A pt contacted our (B)(4) affiliate and reported developing a corneal ulcer while wearing 1-day acuvue trueye, narafilcon a, contact lenses. Narafilcon a product is not marketed in the us. The pt reported experiencing redness and pain and was diagnosed with a corneal ulcer. The pt reportedly, initially wore the lenses without event. The pt reported his/her eye was fine when he/she contacted our affiliate on 09/07/2010. The pt provided no additional information about the injury and the pt refused to provide personal contact information. No further information is expected. The lot number was not provided and the product is not expected to be returned. Information received from complainant was limited and suggested potential serious injury and is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed.